Event description:
It was reported that the patient presented in the clinic for follow up. During device interrogation, chest x-ray confirmed right atrial (ra) lead fracture. The ra lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.